Manufacturer narrative:
Citation: bruno, f. Predictors of pacemaker implantation after transcatheter aortic valve implantation according to kind of prosthesis and risk profile: a systematic review and contemporary meta-analysis. European heart journal. 2021; 7:143-153. Doi: 10.1093/ehjqcco/qcaa089. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr and evolutpro (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Conclusion: unfortunately, with the limited information made available from this literature article, without angios or cines for review on these events, and without returned valves for evaluation, conclusive root causes cannot be determined. In addition, as multiple manufacturers were noted in the literature, a direct correlation between the adverse events and medtronic product could not be made. A device history record review could not be completed as no serial numbers were reported. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of permanent pacemaker implant after a transcatheter aortic valve (tav) implant. All data were collected a meta-analysis review between 2010 and 2019. The study population included 43 articles with a total of 29 ,113 patients (predominantly female, mean age 80 years). Multiple manufacturer¿s devices were implanted in the study population. Patients were implant with a first or second generation self-expanding or balloon expanding tav. Medtronic devices included: corevalve, evolutr and evolutpro. Unique device identifiers were not provided. Among all patients, adverse events included: electrocardiogram (ECG) changes and complete heart block with placement of a permanent pacemaker. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects were reported.